Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546-560 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was subsequently hospitalized. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer had adjusted the correction factor on the pump settings. Additionally, it was reported that the pump did not enunciate blood glucose alerts as intended. The customer delivered a bolus via the pump and a manual injection prior to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital which resolved the issue. At the time of the report with tandem technical support (cts), there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by cts to obtain additional information regarding the issue; however, no response was received from the customer. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged elevated blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged blood glucose alerts issue could not be verified.